Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump had a big scratch on the screen. The customer's father stated that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The customer's father stated that they had difficulty reading the screen. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.